Manufacturer narrative:
Product has been returned, and the investigation is currently in process. A supplemental report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of the death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no damage observed on the sensor patch. Unable to extract data from returned sensor. Therefore, the returned sensor was sent for further investigation. Visual inspection was performed on the returned sensor and contamination due to liquid ingress was observed on the pcba (printed circuit board assembly). Due to the contamination, the sensor data could not be extracted resulting in the inability to reprogram the sensor to perform a linearity test. In order to test the complaint of high readings, a linearity test must be performed. Since the damage to the pcba was excessive, a linearity test could not be performed. Therefore, this issue is unable to test. An extended investigation was also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated to (B)(6). Section d4: (expiration date) & h4 (device mfg date) has been updated based on returned product download.